Manufacturer narrative:
Premature battery depletion was confirmed by analysis. Bench testing on the device was performed, and no sources of high current were noted. The cause of the premature battery depletion was consistent with li cluster formation. From these analyses, in the absence of high current draw, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in october 2016.

Event description:
It was reported that a patient presented in clinic after receiving a vibratory patient notifier. Upon interrogation, it was confirmed that the device has reached eri. During previous check on (B)(6), the device showed 3.4-4.1 years estimated remaining longevity. Premature battery depletion was suspected. The device was explanted and replaced. The patient was stable prior, during and post procedure.